Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the left ventricular (lv) lead dislodged multiple times. It was additionally noted that the patient's veins were very thin and it was difficult to fix the lead. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.